Event description:
A patient underwent a minimally invasive cardiac surgery (mics) mitral valve procedure (mvp) which included a concomitant maze procedure and left atrial appendage exclusion (laae) using a pro240 device. Post operatively, they physician alleged a coronary artery occlusion. The patient was treated with iabp counter-pulsation for hemodynamic support. It is not currently known if additional interventions were undertaken and there is no confirmed cause or contribution from the atricure device. However, as contribution cannot be ruled out at this time, atricure is reporting this event per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation. A device history record review was conducted and there was nothing in the record that would indicate that devices were released with any non-conformances that would contribute to the subject complaint based on the information provided.